Event description:
Pss case report indicates "history of bilateral tha, left side with metallosis, loosening, and now pelvic discontinuity with severe acetabular bone loss. Infection was ruled out." Left side.